Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular lead exhibited low impedance. An insulation anomaly was noted. The lead was capped and replaced. The patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.